Event description:
On behalf of the facility, the conmed representative reported issues with the vcare medium (34mm) cup, # 60-60-85-201a, lot 202104261, recently experienced by baptist st. Anthony (bsa) health systems. Information received only indicated that ¿vcare handle is breaking during use¿. Although additional information has been requested, the facility has provided none and no clarification of ¿breaking ¿ was obtained. Although there is limited information and no indication of patient impact or injury., this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence for ¿breaking during use¿.

Manufacturer narrative:
Investigation of reported issue is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. Manufacturing documents from device history records were reviewed & found no abnormalities that would contribute to issue. Two-year lot history review conducted found this is the only complaint for this lot number & failure mode. Two-year review of complaint history for similar failure modes revealed a total of 99 complaints, regarding (B)(4) devices, for device family & failure mode. During this same time frame (B)(4)devices were manufactured & shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. IFU advises user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures, pilot balloon will not feel firm when squeezed between fingers. If intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare &replace it with new vcare. IFU gives specific direction as to carefully removing the vcare after use. Upon removing, the surgeon should visually inspect the vcare & patient to make sure the entire device was properly removed & no components were retained in patient. For safe removal of the device from patient, follow instructions. The cup locking mechanism must be locked at all times when using. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the facility, the conmed representative reported issues with the vcare medium (34mm) cup, # 60-60-85-201a, lot 202104261, recently experienced by (B)(6) health systems. Information received only indicated that ¿vcare handle is breaking during use¿. Although additional information has been requested, the facility has provided none and no clarification of ¿breaking ¿ was obtained. Although there is limited information and no indication of patient impact or injury., this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence for ¿breaking during use¿.